Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on her insulin pump following a battery change. Her blood glucose was 359mg/dl at the time of reporting, which was treated with a manual injection. Troubleshooting was performed; and, potential causes were explained to the customer. No equipment was returned. No additional information was reported.